Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet had a cracked screen that impaired navigation and prevented proper use, while blood glucose values were reported as normal at the time of the call. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health status and no hospitalization. Investigation included collection of event details and coordination for device return. Investigation of this case revealed physical damage to the display component consistent with user handling or external impact, with no indication of device malfunction beyond the cracked screen and no reported alarms. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage to the device¿s screen.